Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2026 with hyperglycemia. While wearing the pod on the arm for between 36 and 48 hours, the patient's blood glucose level increased to 388 mg/dl. The patient reported that the pod had leaked insulin during wear; however, they confirmed that the cannula was properly inserted at the infusion site and that the adhesive remained securely attached. Reported symptoms included vomiting and elevated blood glucose levels. The patient was treated in the emergency room with fluids and insulin. The patient was released on the same day, after approximately 5 hours in the ER.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.